Event description:
During a ptca procedure, the balloon catheter failed to deflate. Multiple attempts at different aspiration techniques were used. Using the automated injector with an empty syringe, the balloon was able to be successfully deflated. No pt injuries or complications occurred during this portion of the procedure. Same case as pir #25912, MFR. Report #2183819-1997-00037.